Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information received which indicated that the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No product has been returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted and replaced.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) channel. Technical services (ts) was asked to review the episodes of noise. Ts reviewed the episodes and noted the noise was oversensed and resulted in greater than 2 seconds of pacing inhibition for this pacemaker dependant patient. The patient was also noted to be in atrial fibrillation. Ts discussed possible diaphragmatic oversensing. They advised performing troubleshooting, and discussed programming options. No adverse patient effects were reported. Additional information was provided that the patient was brought to the clinic and the noise was unable to be reproduced with isometrics, bearing down, coughing, or pocket manipulation. It was noted that the noise episodes appeared to correlate with the patient getting himself out of bed and from the bed to a wheelchair. The sensitivity was reprogrammed and the patient will continue to be monitored.